Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported that there has not been any surgical intervention to remove the lead, and the hcp has no further information available at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-may-03. It was reported that the reason for the implantable neurostimulator (ins) explant was unknown, the cause of the broken tail on the lead was due to the surgeon trying to pull the lead out of the battery and the patient was being referred to a neurosurgeon to have the surgical lead removed. There were no further complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018, (B)(4): information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient¿s implantable neurostimulator (ins) was explanted but one of the tail from the 2x8 broke off from the header port and remained implanted. It was unknown which tail on the 2x8 or which port on the ins that the broken lead stayed on. The rep later reported that a neurosurgeon had been contacted to have the entire lead explanted. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.